Event description:
It was reported that the insulin pump buttons were unresponsive. Customer's blood glucose was 145 mg/dl. Troubleshooting was done. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Insulin pump received with intermittent button response due to corroded keypad traces. No button error alarm noted. Insulin pump received with minor scratched liquid crystal display window and cracked reservoir tube lip.